Manufacturer narrative:
The needle manufacturing process involves deburring, washing inner needle tubes under high pressure water jets, and inner cleaning is then verified. Subsequently these cannulas are examined under magnifying vision for any foreign matter/particles in the inner side fo the needle. We have examined the retained samples from this batch, in-process verification records, and final product verification records. We have not observed any problem or presence of foreign particle (including metallic burr) in the needles neither in samples and nor in records.

Event description:
It was reported that metal debris was found in the tip of the needle. It was also reported this condition occured four times in the same week from the same end-user. This reported malfunction of the device did not occur during the treatment of a patient. No defective device was returned to the manufacturer for investigation.